Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated >4 power on resets (pors) occurred. Reasons for pors included software interrupt, opcode error, and watchdog reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an electrical reset occurred multiple times on the patient's implantable pulse generator (ipg). The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.